Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent balloon kyphoplasty procedure due to primary osteoporosis and compression fracture. Intra-operatively, during inflation balloon ruptured at the tip. Contrast medium leakage was confirmed during balloon inflation. Patient was not allergic to contrast media. No fragments of balloon remained inside the patient. There was no delay in procedure time. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.